Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in hospital by ambulance due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl and insulin pump had motor error alarm. The customer's current blood glucose is 167 mg/dl the customer did not provide the symptoms regarding high blood glucose just felt really bad. The customer was treated for the high blood glucose with manual injections. The troubleshooting was done for high blood glucose level. Customer was treated for high blood glucose level with intravenous heparin and insulin shots. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with the operating currents within spec. And passed the displacement test, self test, and the unexpected restart error test. The pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor (gold). Unable to perform the occlusion test, prime test, excessive no delivery test, and the delivery accuracy test due to motor error alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.